Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A debridement was performed on (B)(6) 2023. The patient would remain on antibiotics at home. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the emergency department with fever, chills, and pain in their upper abdomen. The patient had an abscess at the driveline exit site. They had a staphylococcus aureus positive driveline culture. A blood culture was negative for infection. White blood cell count was elevated to 12.4. The patient was given ancef (cefazolin) intravenously. A plan was made for a surgical debridement on (B)(6) 2023. A course of suppressive doxycycline was planned for the patient upon discharge from the hospital. A review of the patient's log files revealed no unusual events.